Event description:
It was reported the customer was experiencing high blood glucose. Customer's blood glucose was 500 mg/dl. The customer had treated their blood glucose with manual injections. Customer also reported a black circle on their insulin pump's screen. The customer also reported their insulin pump alarmed battery out limit and a unexpected restart alarm occurred after. The customer stated they did not program a temp basal prior to the alarms occurring. It was also found the customer had air bubbles in their reservoir during troubleshooting. The air bubbles were resolved with a reservoir change. The customer's blood glucose was 339 mg/dl at the end of the call. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.